Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-06224 - device 2 of 2. (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set cannula bent events, on (B)(6) 2024. Both the events occurred within 3 hours of insertion and the insertion site was at abdomen. The blood glucose level at the time of first event was 201 mg/dl and second event was 295 mg/dl. Patient treated the second event with correction bolus via pump injection followed by changing soft cannula infusion set and resumed insulin successfully for both events. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.